Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient's medical records were received. Records indicate the patient was revised to address severe pain. Upon revision there was a moderate amount of brown inflammatory tissue within the joint. It was noted that there was no evidence of adverse soft tissue reaction.

Manufacturer narrative:
The devices associated with this report were not returned. Device history records were reviewed. Requests for additional investigational inputs were conducted. Patient medical records were received. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.